Event description:
It was reported that bd alaris pump module smartsite infusion set was damaged the following information was received by the initial reporter with the following verbatim: pump was beeping air in line. This rn clamped the line. When this rn removed line from pump to look at the air. Fluid leaked from the line onto this rn hand. This rn found a hole in the tubing at a connection point. A new line was hung. This rn labeled the broken line at location of hole.

Manufacturer narrative:
The customer reported a broken line, and returned one unused sample of unknown material and lot. The set was examined, and the customer notes surrounding the leak were found, and the leak verified. The silicon was already torn in half with a large hole in the upper fitment, and under minimal manipulation, the silicon tore in half. The manufacturing plant found possible root cause was not traced to manufacturing process. The possible root cause is user; related to the loading technique of the pump segment into alaris pump. Lot number was not reported by customer, potential lots were found from smart site ID information. Device history record review for model 2420-0007 lot number 23085538 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 04sep2023. Device history record review for model 2420-0007 lot number 23085642 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 05sep2023. Device history record review for model 2420-0007 lot number 23085643 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 06sep2023. Device history record review for model 2420-0007 lot number 23085650 was performed. The search showed that a total of 86,403 units in 1 lot number was built on 05sep2023. Device history record review for model 2420-0007 lot number 23085651 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 06sep2023. Device history record review for model 2420-0007 lot number 23085652 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 06sep2023. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.